Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted due to complaints of anterior deposits on lens and was replaced with the same model lens with a different diopter. There was no incision enlargement and no surgical intervention. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided.

Manufacturer narrative:
Corrected data: 10-jun-2020 through follow up, customer account provided additional information clarifying there were no anterior deposits on the lens and iol was explanted due to complaints of blurriness. Patient outcome post lens exchange was reported as patient is happy with vision. The following patient codes were updated based on the information received through follow-up: updated to (B)(4) as account confirmed there were no anterior deposits on the lens and the lens was explanted due to complaints of blurriness. Additional information was received, and the following fields were updated accordingly: date of event: information was updated from unknown to (B)(6) 2019. Device available for evaluation; returned to manufacturer on: 5/19/2020. Device evaluation: the sample was evaluated and the lens was observed cut with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported blurry vision were not verified and it could not be determined if the condition reported is related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.